Event description:
It was reported that when the site loaded historical data, they could only see events from the last 2-3 hours. Log files were submitted for review which captured multiple rotor instability event flags that filled up most of the data. The log files that those events appeared to have resolved on their own at 9:27 am on 09apr2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. Additional log files on (B)(6) 2026 indicated that the rotor instability lvad fault flags had returned. Further log files on (B)(6) 2026 did not contain any rotor instability flags. Rotor noise continued to remain elevated. There were no patient symptoms associated with the rotor instability and the patient was stable outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufactures investigation is complete.